Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with an enteral feeding pump. The customer states the units motor wont stop. The problem was found during the yearly pm on the unit. During the occlusion test, the pump would not stop and as a result failed the inspection process. An occlusion failure has not been reported on this unit during patient use. The unit did not alarm.